Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor making rattling noises was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 37 days (intermittently between 12jan2020 ¿ 09apr2021 per time stamp). There were no events related to the reported motor noises active in the log file. The centrimag motor was returned for analysis and was connected to the returned and associated centrimag 2nd generation console and was run on a test loop for several days. No alarms were observed, even while the motor cable was flexed. The reported event was unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: motor not reaching set speeds. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #3003306248-2021-00548. It was reported that the event happened during an equipment check and system running utilizing mock loop. When initially assessing system cart, the primary motor was not connected to the primary console. Primary motor connected to console with no issues. Once the speed was increased, the motor began making a knocking/rattling noise. No alarms observed. The speed dropped to zero and still heard the rattling noise despite the speed at zero rpm. Also observed the impellar making slight "jerking" motions. The backup motor was connected to the primary console. No alarms noted, but an s3 alarm did appear. It did not clear after the alarm acknowledgement button pushed. The console was powered down and turned back on and the s3 alarm was no longer present. The primary motor with the knocking noise was connected to the backup console to assess if the noise would still be present utilizing a different console. After repositioning the motor cable and loosening motor cable loops (loops secured with zipties, zipties removed and will use another form of securement to keep motor cables in order), the noise improved but it was still present.